Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular(lv) lead exhibited loss of capture. X-ray imaging confirmed that the lv lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection and electrical testing of the lead found no anomalies. The reported event for failure to capture was not confirmed.